Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were slow to respond when pressed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump lcd screen glitches. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to flattened down arrow and up arrow buttons dome switch (creased). Inspected lcd connector and no unlocked connector noted. Unable to perform the self-test and displacement test due to button keypad anomaly. No missing segments/partial display during visual inspection noted. Insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, belt clip slot, minor scratched and cracked display window, torn keypad overlay, stained end cap sticker and address serial number label peeling/damaged.